Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of architect total ss-hcg reagent lot number 25512ud01. The ticket search determined that there is higher complaint activity for the likely cause reagent lots. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lots 25512ud01 was evaluated using worldwide data from abbottlink. The median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Accuracy testing was performed with a retained kit of complaint lot numbers, and all specifications were met indicating that the lots are performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total ss-hcg reagent lot number 25512ud01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total b-hcg results on multiple patients. The results provided were: on (B)(6) 2021 patient 1: (B)(6) female initial=4075.79 miu/ml or =25.00 miu/ml=positive) / repeated=1.20 miu/ml (or =5.00 miu/ml=negative) patient 2: initial=252.82 miu/ml /repeated= 1.20 miu/ml patient 3: (B)(6) female initial=1449.95 miu/ml /repeated= 1.20 miu/ml laboratory reference range for b-hcg= 5.00 miu/ml there was no reported impact to patient management.